Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the intermittent pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. X-rays are unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There were no immediate alarms after the repair. On (B)(6) 2018, it was reported that the patient received a pump exchange (B)(6) 2018due to a driveline issue. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 2.25 inches from the pump housing the distal portion of the driveline was returned in two segments ¿ a 7 inches middle segment and the 34 inches distal end. A driveline repair was previously performed and 15.5 inches of the replaced portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The 15.5 inches replaced segment of the driveline was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The 2.25 inches pump-end segment, 7 inches middle segment, and 34 inches distal end of driveline were each tested for electrical continuity and no discontinuities or shorts were identified. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump-end segment of the driveline revealed breaches to the insulation of the red and brown wires near the nipple of the pump housing. The red wire redundantly supports motor phase 3 and the brown wire redundantly supports motor phase 2. The observed wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. Examination of the 7 inches middle segment and 34 inches distal segment of the driveline revealed no wire damage. Both the 7 inches middle segment and 34 inches distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red or brown wires made contact with the braided shield while the patient was supported by the power module, the resulting short to ground could have resulted in the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. These events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on the power module. It should be noted that a phase-to-phase short also could have occurred if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events or pump stops were observed in the submitted log file while the patient was supported by batteries. No further information was provided. The manufacturer is closing the file on this event.